Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal was not reported. The patient was hospitalized for the event. Remedial treatment was rendered on an unreported date which included fortum 1gm and reflin 500mg per day. The cause of the peritonitis was unknown. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.